Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. According to the patient, on (B)(6) 2025, the patient experienced signal loss on both the dexcom app and insulet op5 app. She was not getting readings on either screen. When she took her bg, it was high. She was thirsty with polyuria and vomited 6-8 times and was dehydrated. She was taken by ambulance to the hospital and declined to provide additional details. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the patient closed the mobile app. No additional patient or event information is available.